Event description:
The customer reported that a philips device had an unspecified drop/fall. No patient harm was reported.

Manufacturer narrative:
(B)(4). It is unclear if the device fell from a mount or if the device was unexpectedly dropped by the user. If this allegation (unspecific drop) recurred, it could result in a death or serious injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.